Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. As a result of component analysis, the foreign material turned out to be organic silicone material. Organic silicone material can be fragments from rubber material used for endoscope accessories, such as air/water valve packings, tubes used for cleaning, and tubes with the water container, however, as it has widely various origins, it could not specify its origin. Additionally, it is difficult to specify the cause of the remaining foreign material inside the device, however fragments due to deterioration of the accessories came in the air / water channel, clogging inside the channel. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the zoom function was impaired by damage to the zoom charged coupled device. In addition to the reportable malfunction, foreign object in nozzle, the evaluation found scratches on the following components: adhesive on bending section cover, probe cover, connecting tube, control unit, forceps elevator knob, flexibility adjustment ring, grip, image guide protector, protector of universal cord on control section side, right/left knob, scope connector cover unit, suction connector, scope cover, switch 1, switch box, up/down knob, and the universal cord; adhesive on bending section cover has a chip and a crack; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in up direction and the play of up/down knob are out of the standard value, and discoloration was observed on the light guide lens, objective lens, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the zoom/focus switching function was malfunctioning on the evis lucera elite colonovideoscope. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.